Event description:
Out of box overdelivery reported. The in-coming pump was tested by biomedical engineering using protocols. With expected delivery of 20.0 ml, the device consistently delivered 22-23ml. Device spec requires delivery to be +/-4%. No pt involvement occurred.

Manufacturer narrative:
Testing confirmed an overdelivery of +4.6% (specification requires +/-4%) during long term testing. This was caused by an intermittent rough turning motion of the piston motor. The unit passed performance verification testing for short term delivery accuracy and high range occlusion pressure. The unit failed low range occlusion testing at 4.7psi (specification 3.0 +/-1.0 psi) due to the above mentioned reason. No error messages occurred during testing. This type of failure appears to be an isolated case of the defective motor.